Manufacturer narrative:
The field service engineer (fse) found that the ink on the stickers located on the monitor was coming off. The bezels were cracked. An over-abundance of cleaning solution residue was found on the monitor. The fse that encountered these issues sent the cleaning instructions to biomed. The fse replaced the upper inside badge label, the cardiosave hybrid label ID, the upper display bezel, and the lower display bezel. The fse performed a preventative maintenance (pm), full calibration, and tested the unit. The iabp returned to the customer.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cardiosave intra-aortic balloon pump (iabp) unit chipping paint and cracked plastics. There was no patient involvement.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid.

Event description:
N/a.